Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value was not provided, however, the continuous glucose monitor read ¿high¿. Reportedly, the cause for elevated bg was due to insulin not being absorbed as intended with a non-tandem infusion set. The infusion set brand and manufacture was not provided. Customer declined to provide any additional information, and declined troubleshooting with tandem technical support.